Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other perclose proglide device referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that an unspecified device failure occurred during attempted suture placement in a common femoral artery using the preclose technique prior to an endoluminal abdominal aortic aneurysm (aaa) procedure. A second device was used and an unspecified device failure occurred. The surgeon needed to perform a surgical cut-down to the common femoral artery to complete the endoluminal aaa procedure. The method of achieving hemostasis is not specified. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is in-training in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported device failure, although unspecified, is confirmed. Analysis of the returned device revealed that an anterior cuff-to-needle tip detachment occurred during the needle plunger retraction which subsequently resulted in a failure to retrieve the suture. Based on the visual inspection and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.